Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reports lancet does not retract and protrudes beyond the end cap of the multiclix device after firing. Caller alleges he felt the lancet brush across his hand; no serious injury reported. No medical treatment. Requested return of suspect device and lancets; replacement was sent.